Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a shoulder procedure the customer's vapr premiere 90 degree suction electrode was firing flames. The sales rep stated that when the surgeon was using the electrode, the surgeon noticed a light coming from the electrode while in the patient's joint and when the surgeon went to remove the electrode from the patient the device began to fire little flames. The sales rep stated that the surgeon stopped using the device immediately. The sales rep stated that there was no sparking or arcing. The sales rep reported that the surgeon completed the procedure with another like device using the same generator with no patient consequences or delays. The sales rep stated that the generator settings were set at default and that wall suction was used with the device. The sales rep stated that the device was on for less than a minute and that the device was not used continuously. The sales rep stated that the device was not near metal and is not a reprocessed device. The sales rep stated that the device was not buried is tissue and that the device was activated in saline. The device will be returning for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube but is in as expected condition. The device was connected to a vapr vue generator. The electrode was placed in a beaker of saline solution. The ablate and coag pedals on the foot switch were pressed and the device functioned as intended. This procedure was repeated several times to ensure continuity of function and therefore this complaint cannot be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident related to this complaint failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution in june of 2015 with an expiration date of april 4, 2018. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube but is in as expected condition. The device was connected to a vapr vue generator. The electrode was placed in a beaker of saline solution. The ablate and coag pedals on the foot switch were pressed and the device functioned as intended. This procedure was repeated several times to ensure continuity of function and therefore this complaint cannot be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution in june of 2015. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).